Event description:
Alinity s anti-hcv testing was performed for a us clinical trial donor re-entry sample, ID (B)(6), on (B)(6) 2021. The result was nonreactive at (B)(6) s/co. Testing using the alinity s anti-hcv ii assay was repeat reactive ((B)(6) and (B)(6) s/co). Nat was negative. Ortho anti-hcv testing was repeat reactive. This donor was deferred during initial clinical trial testing for the alinity s anti-hcv ii assay on (B)(6) 2021. The results were as follows: alinity s anti-hcv: (B)(6) s/co nonreactive. Alinity s anti-hcv ii: (B)(6) and (B)(6) s/co repeat reactive. Nat: negative. Roche anti-hcv: reactive. During the initial clinical trial testing on (B)(6) 2021, the correct result for the donor sample was determined to be reactive. The alinity s anti-hcv result generated on (B)(6) 2021 is considered to be a potential false nonreactive. It is unknown which result the customer believes is correct for this donor. No impact to patient or donor management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient/donor details are not available.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. To evaluate clinical sensitivity, (B)(4) replicates of two sensitivity panels (anti-hcv panel a (core only) and anti-hcv panel b (ns3 only)) were tested. The sensitivity panels met specifications. No false non-reactive results were obtained. Additionally, two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv9045 and hcv9047) were tested. Alinity s anti-hcv reagent lot 28455be00 detected the same first bleed as reactive compared to historical results for alinity s anti-hcv. Further, additional replicates of the positive control were tested which all met specifications. Based on the investigation, alinity s anti-hcv reagent lot 28455be00 is performing as expected.